Manufacturer narrative:
To date, the device involved in the reported incident has been received for eval. An investigation has been initiated based upon the reported info.

Event description:
The surgeon wanted to move the base unit at the beginning of the surgery. While other medical people maintained the head of the pt, the base unit broke at the level of the zone of tightening. The base unit was replaced to begin the surgery. The product was in contact with the pt but there was no pt injury. The event did not increase the surgery time. However, the pt was anesthetized when the event happened. No stereotaxy device was used. Pins ((B)(6)) were used. Additional clinical info has been requested.